Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. The customer's blood glucose level was reported as "high," although the specific value was unknown, and they administered a correction bolus via the pump. Technical support instructed the customer on how to press the button effectively and confirmed the replacement of the pump. They also provided instructions on how to return the malfunctioning pump and informed the customer about updated software and training available upon receiving the replacement.